Event description:
Bayer case number: (B)(4) severe pelvic pain [pelvic pain female] , bloating [bloating] , removal showed a hydrosalpinx b around coil [hydrosalpinx] , sepsis occured [sepsis] , 2 nd surgery to stop bleeding happened 36 hours later [postoperative bleeding] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal distension ("bloating"), hydrosalpinx ("removal showed a hydrosalpinx b around coil"), sepsis ("sepsis occured") and post procedural haemorrhage ("2 nd surgery to stop bleeding happened 36 hours later") in a 62 year-old female patient who had essure (ess205) inserted (lot no. 12274610) for female sterilisation. Medical conditions: other products: no I have never had any medical problems with std. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2025, 7172 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal distension (seriousness criterion hospitalisation), hydrosalpinx (seriousness criterion hospitalisation) and sepsis (seriousness criteria hospitalisation and medically important). On (B)(6) 2025 she experienced post procedural haemorrhage (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (to remove essure and). At the time of the report, the pelvic pain had resolved with sequelae and the abdominal distension, hydrosalpinx, sepsis and post procedural haemorrhage had resolved. The reporter considered abdominal distension, hydrosalpinx, pelvic pain, post procedural haemorrhage and sepsis to be related to essure (ess205) administration. The reporter commented: severe pelvic pain and bloating. Removal showed a hydrosalpinx b around coil. Also, sepsis occurred and a 2 nd surgery to stop bleeding happened 36 hours later. I have never had any medical problems with std¿ so essure caused this painful hydrosalpinx that made me lose a major organ with continued issues. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and a nupdate was not deemed required.a technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pelvic pain [pelvic pain female] bloating [bloating] removal showed a hydrosalpinx b around coil [hydrosalpinx] sepsis occured [sepsis]. 2nd surgery to stop bleeding happened 36 hours later [postoperative bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal distension ("bloating"), hydrosalpinx ("removal showed a hydrosalpinx b around coil"), sepsis ("sepsis occured") and post procedural haemorrhage ("2 nd surgery to stop bleeding happened 36 hours later") in a 62-year-old female patient who had essure (ess205) inserted (lot no. 12274610) for female sterilisation. Medical conditions: other products: no. I have never had any medical problems with std. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2025, 7172 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), abdominal distension (seriousness criterion hospitalisation), hydrosalpinx (seriousness criterion hospitalisation) and sepsis (seriousness criteria hospitalisation and medically important). On (B)(6) 2025 she experienced post procedural haemorrhage (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (to remove essure and). At the time of the report, the pelvic pain had resolved with sequelae and the abdominal distension, hydrosalpinx, sepsis and post procedural haemorrhage had resolved. The reporter considered abdominal distension, hydrosalpinx, pelvic pain, post procedural haemorrhage and sepsis to be related to essure (ess205) administration. The reporter commented: severe pelvic pain and bloating. Removal showed a hydrosalpinx b around coil. Also, sepsis occurred and a 2 nd surgery. To stop bleeding happened 36 hours later. I have never had any medical problems with std¿ so essure caused this painful hydrosalpinx that made me lose a major organ with continued issues. Batch number- 12274610; manufacture date- 2005-01-01; expiration date- 2006-12-01. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-may-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.